Manufacturer narrative:
It was confirmed that the display could not be calibrated. The display printed circuit board (pcb) was replaced, the display connection cleaned and re-seated, display parameters reset, and the display was calibrated. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated. The programmer was returned for service. There was no patient involvement.